Event description:
Approximately 40% of the tissue probes were not gotten from pts, because the tip of the needle is not enough taper. During introducing the needle into the bone, the stylet pulls up the latch and the user feels pressure within the palm of the hand. In 2000 the customer informed us that the pt had to be punctured several times to get a core sample and that the procedure took more as a result of the incident.